Manufacturer narrative:
Review of rhythm strips is currently ongoing. This event will be updated and resubmitted once further information is available.

Event description:
Boston scientific crm received information that, one day post-implant, this lead had three times exhibited oversensing with pacing inhibition for three beats. The patient experienced syncope. The related device was reprogrammed and the patient was hospitalized.

Manufacturer narrative:
(B)(4). Additional information received noted that this patient was seen for a routine follow up. A review of the stored electrocardiograms noted that the patient received inappropriate shock and several anti-tachycardia therapy due to a atrial fibrillation event. The atrial fibrillation was sensed on the right ventricular channel which resulted in pacing inhibition due to the oversensing. The patient was pacemaker dependent. It was noted that the pacing inhibition caused pauses for 2 to 3 seconds, but the patient continued to pace in the fallback mode due to an anti tachycardia response mode switch and thus was not aware of the event and did not feel unwell or syncopal. The patient sensitivity was adjusted. Technical services was contacted and suggested measuring the amplitudes of the signals at the next follow up to make sure the automatic gain control setting was adequate.

Event description:
-

Manufacturer narrative:
A boston scientifc techincal services consultant reviewed rhythm strips and gave troubleshooting and programming recommendations. No further syncopal episodes were observed. This event will updated and resubmitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information noted that a follow up took place and it was noted that oversenisng was seen due to an atrial tachycardia. No inappropriate therapy was delivered. In addition, anti-tachycardia response episodes were noted where the atrial signal was displayed on the ventricular channel, but these signals were not sensed and did not cause any symptoms. The physician elected to reprogram the device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).